Event description:
It was reported that device explantation and stent damage occurred. The target lesion being treated was located at the ostial right coronary artery (rca). A 12 x 3.50 promus premier stent was advanced and placed at the ostial rca. Post dilation was done using a non-bsc balloon. The stent was properly deployed and well-apposed. The physician attempted to fix the distal part of the rca with a 2.75x20mm promus premier otw stent and went fine passing through the previously deployed stent in the ostium. Before the stent was placed, the physician decided that the stent was too short and needed a longer stent. The physician removed the 2.75x20mm promus premier otw stent but it snagged on the previously placed 12 x 3.50 promus premier stent in the ostial rca and pulled it out from the artery and it was snagged on one of the distal strut of the 2.75x20mm promus premier otw stent. The physician was able to access the femoral artery going up and over and snared the stent which was lodged in the patient profunda artery in the right leg. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).